Event description:
The subject device was used during a laparoscopic nissen fundoplication. After about 15 minutes use, the probe of the device was broken. The probe tip didn't fall off inside the pt. The procedure was completed with another thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. Olympus will continue to work with the user facility to obtain more detailed info regarding this report, and if new info is received at a later time this report will be updated.